Event description:
Patient developed allergic contact dermatitis to soft touch electrodes ebi cat 5212-105, soft touch electrodes ebi cat 6323-097. She was having pruritic, erythematous, raised, fixed rashes after use of these products. She was seen in our allergy/immunology clinic and we patch tested her to nacdg panel as well as open patches to these electrodes. She had large positive to the electrodes consistent with allergic contact dermatitis. Her nacdg panel was negative. We are not certain what ingredient within these electrodes triggered her contact allergy. Attempts to reach the manufacturer were unsuccessful. Nacdg panel of contact allergens all negative soft touch electrodes - positive (2+) bodymed self-adhering electrode - positive (1+) stimulating electrodes protens (blue gel) - negative. FDA safety report ID# (B)(4).